Event description:
Pt's pump started to alarm this am. Stated cartridge was disconnected from pump. Pt unable to get cartridge to reconnect. Switched to back up pump. Sending replacement to pt. No further info. Serial number: (B)(4). Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.